Event description:
The customer reported that falsely depressed carbon dioxide (co2) results were obtained on four patient samples on a dimension vista 500 system. It is unknown whether the erroneous results were reported to the physician(s). The samples were repeated on an alternate dimension vista 500 system. The repeat results were higher than the erroneous results. It is unknown whether the repeat results were reported as the correct results to the physician(s). The customer refused to provide any further information to siemens. It is unknown whether there are any known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed carbon dioxide (co2) results were obtained on four patient samples on a dimension vista 500 system. Calibration was acceptable on the day of the event. Siemens remotely assisted the customer and identified an anomaly with the sample probe 1 mixer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse ran service methods for reagent probe 1 (r1), reagent probe 2 (r2), and sample probe 1 (s1). Next, the cse replaced and aligned the s1 mixer. Then, the cse reran service methods and quality control (qc), both of which passed. Siemens reviewed the instrument data and observed anomalies with sample mixing. Siemens evaluated the event and determined that mixing anomalies potentially contributed to the falsely depressed co2 results. The system is performing according to specifications. No further evaluation is required.